Manufacturer narrative:
Concomitant medical products: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported the implant was moved and new lead implanted because patient was not getting pain relief. The patient was only feeling pain relief in the legs and feet, not in the back. The patient stated his legs and feet were great, but not the back. No further complications were reported/anticipated.